Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: six (6) devices and a photo sample were received for evaluation. A visual inspection was performed on the photo sample, and a foreign substance (spot) was found on the white connector. A visual inspection was performed on the actual samples, and particles of foreign matter were identified on the product samples. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations of the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination on the white part of a an exactamix non-vented, high-volume inlet. The pm was described as, ¿foreign substance (spot) was found on white part¿. This was noticed prior to use. There was no patient involvement. No additional information is available.